Manufacturer narrative:
The device sample was not returned for evaluation. Without an evaluation of the device involved we are unable to determine the cause or factors that may have contributed to this event.

Event description:
Blue lumen leakage from tear, just below the hub. Lumen was not used.